Event description:
A dialysis pt experienced cramping, diarrhea, dropping venous pressure. The pt was hospitalized and lab tests indicated hemolysis. Two similar incidents sugestive of hemolytic reactions had occurred in sept. And nov. Of 1993. In reviewing cases and literature, dr. Found article describing hemolysis caused by kinking of post-pump blood tubing. Although no kinking was observed at the time of the incident, they now think this was a possible cause.